Manufacturer narrative:
(B)(4) - two MDR reports will be submitted for this complaint, because of different events and dates were reported, and the file numbers are the following: (B)(4).

Event description:
(B)(4) - it was reported by the consumer that the rpl600-1 hydraulic patient lift sling loop was broken during transfer from the bed and caused her to hurt and bruise her leg. However, no medical attention was sought. Additionally, it was reported that in the past the metal bar where the sling attaches to kept on falling out, and the event was captured on complaint # (B)(4).